Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a flush/loose drive support disk. The unit also had cracks on the reservoir tube lip, reservoir tube, reservoir tube window and battery tube threads, as well as a scratched lcd window and case, and a missing end cap sticker.

Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.